Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies. On unreported dates, the patient experienced an extreme amount of abdominal pain while draining and filling. Sometime last month (date not specified), the patient experienced cloudy peritoneal effluent during his day drain. The patient took a sample from this day drain and brought it with him to the clinic. Per the patient, two weeks ago he had developed peritonitis. Peritonitis was treated with vancomycin intraperitoneal, 2 vials each time, (frequency not reported) and administered in the clinic. Cause of peritonitis was not reported. It was not reported if retraining on aseptic technique was performed. At the time of this report, the extreme amount of abdominal pain was resolving. The outcome of peritonitis was not reported. The patient's peritoneal effluent was clear. The patient provided verbal consent to contact his nurse for further information. No further information was provided during this call.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12k05011, and h12j02069. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event.